Manufacturer narrative:
The event date has been approximated to november 13, 2015, the date of the mesh resection procedure to treat the event of mesh erosion. However, it is unknown when the mesh erosion/exposure first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall procedure performed on (B)(6) 2015. According to the complainant, the patient experienced mesh exposure in the bladder area. On (B)(6) 2015, mesh removal and colporrhaphy procedures were performed. Reportedly, the patient was cured.